Manufacturer narrative:
(B)(4).

Event description:
The complaints reports that: "the balloon inflates but leaks out rather quickly". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The actual sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports that a visual exam was performed and no defects were observed. It was also reported that functional testing was performed and the yellow balloon was inflated with air. The blue balloon did not inflate. After a few minutes the blue balloon remained empty and the volume of the yellow balloon did not change. The test was repeated, this time by inflating the blue balloon. After a few minutes the blue balloon remained the same and the yellow balloon was still empty. The device was then sent to the supplier for further evaluation. It was identified that there was a small cross-leak between balloons. A device history record review was performed and no relevant findings were identified. The manufacturing site reports that the complaint was confirmed. The root cause is listed as supplier related. A non-conformance was opened to address this issue.

Event description:
The complaints reports that: "the balloon inflates but leaks out rather quickly". No patient injury/consequence or medical intervention reported.